Event description:
It was reported that an ilet device had an unresponsive sleep/wake button, with no vibration on press, and a review of a submitted video supported a hardware failure requiring replacement; blood glucose was not impacted and there were no alerts or alarms. Symptoms included none. Outcomes included no clinical effects and no change in glycemic control. Investigation included technical review of the complaint information and user-provided video, device history and configuration checks, and education provided on shutdown, data sync, and return process. Investigation of this case revealed a nonfunctioning user interface control consistent with a button or switch failure, with no evidence of external damage and no effect on therapy delivery. It was concluded that the device experienced a malfunction of the sleep/wake button and that replacement and return were appropriate, with continued cgm use advised.